Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) and drive count error boundaries exceeded after movement noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had drive count error and critical pump error. Customer's blood glucose level was 202 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer performed self-test and displacement test and it was passed. Customer able to saw open book image on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.